Event description:
It was reported that the customer was hospitalized on (B)(6) 2014 due to high blood glucose levels of 596 mg/dl. The customer experienced vomiting and thirst as symptoms of her high blood glucose levels. The customer stated that her blood glucose would not decrease despite bolus deliveries. Customer stated that she was even vomiting water. The customer was treated with manual injections. The customer was wearing the insulin pump at the time of the hospitalization. The customer stated that there were no delivery alarms in her alarm history, but troubleshooting was not done because the call was disconnected. The customer stated that the drive support cap was protruded. Advised customer to do a complete set change and treat per healthcare provider's instructions. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement pump would be sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.